Event description:
It was reported that, one month after the patient enrolled in a clinical study with this tactra malleable penile prosthesis, he presented with penile scrotal edema, not related to the device but probably related to the index procedure. No additional information was reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, one month after this tactra malleable penile prosthesis implantation procedure, the patient presented with penile scrotal edema, which was not related to the device but likely related to the index procedure. The condition resolved 10 months later, and no additional patient complications were reported.